Event description:
It was reported the patient may have an infection. The physician performed exploratory surgery on (B)(6) 2013. The ipg was replaced and the physician irrigated and debrided the ipg pocket site. The ipg was placed in a new pocket site. It was reported the physician's opinion was there was no infection present, but cultures were taken to be tested. The procedure was without complications.

Manufacturer narrative:
The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.